Manufacturer narrative:
H3: device evaluated by mfg? Device evaluation anticipated but has not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue catheter from a rosch-uchida transjugular liver access set could not be advanced into the stiffening cannula during a transjugular intrahepatic portosystemic shunt (tips) procedure. The procedure was completed by using another new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon return of the device and visual examination on 04mar2025, the tip of the flexor sheath was noted to be damaged; thus, prompting this report. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: h6 - annex a. Investigation ¿ evaluation. It was reported that the blue catheter from a rosch-uchida transjugular liver access set could not be advanced into the stiffening cannula during a transjugular intrahepatic portosystemic shunt (tips) procedure. The procedure was completed by using another new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon return of the device and visual examination on 04mar2025, the tip of the flexor sheath was noted to be damaged; thus, prompting this report. Reviews of the documentation, including the complaint history, device history record, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used sheath was received for evaluation. It was noted that the sheath tip was damaged (bunched up). Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device lot and related subassembly lots found no relevant nonconformance that could have contributed to the reported failure. It should be noted that there were two other complaints associated with the final product lot number for unrelated failure modes. Product labeling review: this product is not supplied with an instructions for use (IFU) pamphlet by the manufacturer. The IFU pamphlet is supplied by the local distribution partner. Evidence gathered upon review of dmr, DHR and device failure analysis, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It¿s possible that the sheath tip became damaged during advancement into the patient, however, this cannot be confirmed without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.